Event description:
The field service engineer reported a colleague pump with failure code 500:00. It is unknown when this event occurred. There was no patient injury or medical intervention necessary. No add'l info is available.

Manufacturer narrative:
The reported condition of a pump with failure code 500:00 was confirmed, but not reproduced during product evaluation. Failure code 500:00 was due to a damaged pump head module (phm) keypad. The phm keypad was replaced. The pump was tested and sent back to work within specification. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.